Event description:
2023-mar-29 : information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt said they met with a manufacturer representative (rep) for adjustments to programming. Pt said the programming hadn't been doing anything for them and since implant they had nothing but problems and said "it killed one of the nerves in my hip", so they met for reprogramming. Pss documented information given during the call. Pss asked for doctor, but pt didn't provide. 2024-feb-12: additional information was received from the patient. They reported that they had their ins explanted and was looking to send back their equipment if possible, and wondered what they should do. Agent reviewed information. External equipment could not be returned, and agent redirected pt to healthcare provider (hcp) to have them handle any biohazard returns, as pt said they were given their implant in a biohazard bag to keep. Pt reported their implant had been an expensive experiment that created more problems then it was worth.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported the implant never gave them any relief as the temporary unit did. Patient noted programming low gave no relief, programming higher agitated nerves in their right groin/pelvis/hip. Pt reported the unit pressed on their back every time they sat down. Pt reported it reduced their activity level because of the pain it created in their back and inner thighs, and programming changes did not help. Pt reported with the unit removed, their activity level has increased with less pain.